Manufacturer narrative:
At this time, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that during the implant procedure, this device battery displayed three years longevity remaining rather than the expected greater than five years longevity remaining longevity. The device was programmed and the device displayed greater than five years remaining longevity however it was noted that when the device was programmed at nominal parameters, the battery longevity indicated three years remaining. There was concern that the battery had depleted more rapidly than expected. No adverse patient effects were reported. This device remains implanted and in service.

Event description:
Engineering reviewed the data. Based upon the best available information contained in the device memory, a longevity calculation was performed on the device. The device longevity changed accordingly with device reprogramming and was determined as consistent with normal device operation when programming changes are made.